Event description:
At 12:45 am, the pt, was found unresponsive with 3 telemetry monitoring leads (wires that connect the monitoring system to the pt) off; a cardiopulmonary resuscitation effort was initiated but was unsuccessful, and the pt was pronounced dead at 1:30 am. The registered nurse who cared for the pt on the evening shift 2 days before said the pt was pleasant and cooperative but their size, shortness of breath, diaphoresis, and right groin intravenous line made it very hard for them to move about and find body positions that were comfortable, and their telemetry monitoring electrode pads (sticky pads applied to the skin of the chest were irritating and bothersome. Nurse reported trying a different brand of electrode pads but said they did not stay on any better, and nurse had to replace electrode pads almost hourly. Nurse went to assess the pt just before 12:00 am, pt was resting and appeared comfortable, and nurse decided pt had been so uncomfortable and restless before, nurse would let them rest while nurse assessed other assigned pts. Nurse said she did not look at the telemetry EKG tracing at this time. Rn did not return to the pt until approx 12:45 am. She said on her way to the pt's room, she glanced at the EKG tracing on the interactive monitor located in the hallway near the room, and noticed: a low-level alarm was honking; the EKG window was outlined in yellow; and a leads off text message. Rn said she was turning the pt's bedside light on when she realized pt was unusually quiet and once the light was on, she noticed several of pt's telemetry monitoring electrodes were off. She reported shaking the pt, calling their name, and then trying to locate a pulse, while simultaneously reapplying the electrodes. Rn said when the pt did not respond and she could not locate a pulse, she yelled for her colleagues to call a code blue (place a telephone call to summons a cardiopulmonary resuscitation team to the bedside), and initiated cardiopulmonary resuscitation. Advanced life support cardiopulmonary resuscitation was provided, but was unsuccessful, and the pt was pronounced dead at 1:30 am.

Event description:
The customer reported that the leadwires came off and the cic went into "no comm"; the pt then expired. The event occurred in 2004 at 10:30 pm and the pt was found expired around 2:30 am on the following day. Manufacturer conducted an investigation and evaluation to determine if the allegation contained in the customer's complaint was accurate. The log files did not provide any evidence that supported the customer's allegation. The cic log files indicated that the leads failure alarm was received at the cic and sounded the audio alarm for the system warning event. The fact taht the clinician silenced the alarm in at 0:17:07 indicated that the clinician acknowledged the alarm event. The pt remained in a leads fail state from the day before at 22:32 until the next day at 0:54:21 when the leads fail condition was cleared. After the leads were re-established, the pt experienced a series of arrhythmia events and the apexpro telemetry system generated the proper alarm notification at the cic. The cic log files indicated that the alarm notifications were received from the apexpro telemetry system and the proper audio notification was generated at the cic. The customer reported that the pt was found expired around 2:30 am. Following extensive investigation into a possible system malfunction, no evidence of system malfunction could be found which may have caused or contributed to the outcome of the pt. The device performed as design and is at the customer facility. A letter was sent to the customer explaining company investigation and results.